Event description:
It was reported that during inspection for use, the bronchofibervideoscope had black fluid dripping out of scope. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9, h3, h4 : the device was returned to olympus for inspection, and the reported failure of black fluid dripping out of the scope was confirmed due to an internal rip inside the channel. An additional reportable malfunction of no image was identified during the device evaluation. Based on the results of the investigation, the probable cause of the complaint was traced to component failure. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.